Manufacturer narrative:
Unable to investigate report as specific device and serial info was not unavailable and the devices were not returned for evaluation.

Event description:
Revision of a total arthoplasty approx eleven (11) years post operatively due to dislocation.